Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and was not working as intended. The patient also experienced pain. The patient underwent an ipg replacement procedure. Additional information was received that patient was doing well post operatively. The explanted device will not be return.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a year ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and was not working as intended. The patient also experienced pain. The patient underwent an ipg replacement procedure.